Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The circular and envelope seals were intact. The cannula was broken at the distal end. The device failed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur as a result of rough handling of the device. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the black trocar cannula was already broken at the unpacking of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4).